Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported following the intraocular lens implantation some of the surgeons noticed that there were notches on the implanted lenses. The patient vision was not affected. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received which states the doctor reports that they do not seem to affect the patient's vision. The reported notches appear between the optics and one of the haptics. Additional information has been received stated that the lens was remain implanted and was not explanted. No further information available. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).